Event description:
While the dr was placing the power PICC air embolism occurred. The rep indicated that the sheath was not in too long and that the extension leg was clamped. No other info at this time.

Manufacturer narrative:
The product has been returned to the MFR for eval. Results are expected soon.